Manufacturer narrative:
Updated field: b4, d8, d9, e1(initial reporter, event site telephone, event site email), e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit but was unable to reproduce the reported malfunction. Leakage checks were performed per the service manual. All readings were holding steady with no leaks found. The fse replaced quick disconnect o-ring and carried out the 30 psi calibration. The iabp was returned to the customer in safe, working order. Safety disk replaced as previous disk expired.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (health effect ¿ clinical code).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) is alarming intermittently for gas loss. The itu team has to keep restarting the machine when it stops.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.